Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Device functioning properly noted. Motor passed motor test. No motor error alarm. No excessive no delivery alarm noted. Device received with minor scratched display window. Device received with cracked battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 426 mg/dl at time of call. Device alarmed a no delivery alarm during a bolus delivery. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.